Event description:
Caller reported experiencing a tandem mobi cartridge alarm which led to an unspecified high blood glucose level, with the displayed value as "high". Despite the elevated blood glucose level, there was no adverse impact to the customer's overall health as corrective action was taken through a correction injection via manual delivery insulin. The customer received guidance from technical support for managing the situation without assistance from third parties. Technical support confirmed the alarm and decided to replace the pump, sending one with updated software. The customer was instructed on how to handle the return of the faulty pump and prepare the replacement, including programming the new pump settings and connecting their continuous glucose monitor.